Event description:
It was reported to boston scientific corporation on march 16, 2009, that a resolution clip device was used during a procedure. According to the complainant, when pushing on the plunger, the clip would not advance out of the sheath. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The patient's condition post procedure is reported to be fine.

Manufacturer narrative:
The suspect device has been received; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).